Event description:
Received an electronic report from a peritoneal dialysis rn who indicated that a home patient has been diagnosed with peritonitis. The patient had discovered a leak in her cycler tubing set patient line. She noticed her sheets were wet and realized that the tubing was leaking next to the second connector. She then contacted technical services. The patient then changed the tubing set and applied new fill bags and then resumed her treatment. As a result of this event, this patient has been diagnosed with peritonitis. It was also reported that the patient discarded this cycler tubing set.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: the sample was not available for an evaluation. The complaint is not confirmed. Fmc will continue to monitor trends and defects per current procedure. Since this complaint was not confirmed, no corrective action has been documented at this time relating to this complaint.